Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had powered off without warning. Customer¿s blood glucose was unknown. Customer stated that did not received no insulin delivery alarm while there was no insulin in reservoir and did not alert while battery was low. The insulin pump will not be returned for analysis.